Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator had inappropriate automatic mode switch (ams) episodes and far field r-wave oversensing noted. Ams episodes were triggered when the device was performing an automatic threshold search in the left ventricular channel. No device intervention was reported. Patient was stable.